Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/31/2025, a facility notification was received via email regarding the pmcf study. A facility representative reported that a patient underwent a total shoulder replacement procedure due to severe pain or disability from disease or injury of the glenohumeral joint resulting from degenerative disease affecting the glenohumeral joint. The date of this procedure was not provided. On (B)(6) 2024, the healthcare professional (hcp) reported dislocation or instability, which was treated through the hardware removal of a univers revers fracture adapter shoulder prosthesis. The hcp mentioned that the complication was unrelated to the device. Additionally, hcp suggested that the patient's dislocation or instability was related to trauma and not a poorly implanted device or hardware defect.